Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to communicate her ipg with the external devices. The patient reports she had not recharged in a couple of months and she is no longer receiving stimulation in addition, the patient reports the scs system shut off approximately a month ago. Follow up information identified confirmation that ipg is inoperable and surgical intervention is pending. The manufacturer is unable to determine what other devices are implanted as the patient is implanted with another manufacturer's devices.